Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that remote monitoring data from this pacemaker system indicated that the device had entered safety mode. The patient was brought into the clinic and scheduled for a device replacement a few days later. Subsequently, this pacemaker was explanted and replaced, and the device was retained by the explanting hospital. No additional adverse patient effects were reported.